Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak around the cartridge chemistry (cc) reagent probe a of the synchron lx 20 clinical chemistry system. Customer reported that fluid collected in the well in the reaction carousel cover below the home position of the reagent probe a. Customer reported that she was not able to discern the origin of the leak. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the vacuum valve on reagent probe a.

Manufacturer narrative:
(B)(4).